Event description:
While onsite at hospital, the company field service engineer (fse), attempted to adjust the leksell frame adaptor angle, per the surgeon¿s request post surgery. The frame adaptor joint was stuck and would not come apart. Mineral oil, water, and alcohol were all used to attempt to loosen the joint of the frame adaptor. Force was used to eventually loosen the joint. Upon cleaning and putting the frame adaptor back together, the black screw handle would not screw onto the screw on the frame adaptor (the black screw handle will not screw on any tighter). The frame adaptor cannot be used for future surgeries.

Manufacturer narrative:
Corrected data: b4 date of this report, d10 device availability, g4 date received by manufacturer, h2 if follow-up, what type & h10 additional narratives/data.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
While on site at hospital, the company field service engineer (fse), attempted to adjust the leksell frame adaptor angle, per the surgeon¿s request post surgery. The frame adaptor joint was stuck and would not come apart. Mineral oil, water, and alcohol were all used to attempt to loosen the joint of the frame adaptor. Force was used to eventually loosen the joint. Upon cleaning and putting the frame adaptor back together, the black screw handle would not screw onto the screw on the frame adaptor (the black screw handle will not screw on any tighter). The frame adaptor cannot be used for future surgeries.

Manufacturer narrative:
The leksell frame adaptor s/n (B)(6) was returned at the manufacturing site for evaluation purposes. A functional evaluation was performed, this analysis concluded that the angle can be adjusted, however manipulating the joint is not smooth and a grinding noise can be heard. The functional evaluation also indicated that the black screw handle can be screwed normally and smoothly. Based on the investigation performed, the technical root cause of the event cannot be determined for the joint issue and no failure was detected for the black screw handle. Corrected data: b4 date of this report. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H10 additional narratives/data.

Event description:
While onsite at hospital, the company field service engineer (fse), attempted to adjust the leksell frame adaptor angle, per the surgeon¿s request post surgery. The frame adaptor joint was stuck and would not come apart. Mineral oil, water, and alcohol were all used to attempt to loosen the joint of the frame adaptor. Force was used to eventually loosen the joint. Upon cleaning and putting the frame adaptor back together, the black screw handle would not screw onto the screw on the frame adaptor (the black screw handle will not screw on any tighter). The frame adaptor cannot be used for future surgeries.